Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was attempting to deliver a bolus when half the touchscreen displayed white and became unusable. Reportedly, the touchscreen will no longer turn on. Customer had elevated blood glucose levels (323 mg/dl). Customer delivered an insulin shot to stabilize blood glucose levels. Contact stated customer has a back up method for insulin therapy.